Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a jetstream xc-2.4 atherectomy catheter in one piece. Visual inspection of the device revealed that the non bsc guidewire was in the device. The catheter shaft was checked for damage. There was no noticeable damage. The catheter shaft was dissected and the distal cutter and the bushing were full of teflon which would contribute to guidewire sticking. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is user related. The dfu lists compatible guidewires that are to be used with the jetstream device. The guidewire that was used during this procedure was not on the list of compatible guidewire to use with the jetstream device. Use of any non-compatible guidewire may compromise performance or damage the jetstream system. (B)(4).

Event description:
It was reported that upon completion of a treatment procedure in the superficial femoral artery (sfa), with the use of a 2.4mm jetstream® xc atherectomy catheter and a non bsc filterwire, during removal the devices were stuck together. As the procedure was complete the devices were removed from the patient with no complications and the patient was fine.

Manufacturer narrative:
Patient age at time of event: over 18 years of age. (B)(4).

Event description:
It was reported that upon completion of a treatment procedure in the superficial femoral artery (sfa), with the use of a 2.4mm jetstream xc atherectomy catheter and a non bsc filterwire, during removal the devices were stuck together. As the procedure was complete the devices were removed from the patient with no complications and the patient was fine.